Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the superficial femoral artery (sfa) to popliteal, mildly calcified lesion. The supera stent delivery system advanced without issue to the lesion. Deployment was performed per instructions for use (IFU) and without any issues observed at the time. During delivery catheter removal, resistance was felt, and it was then discovered that the stent had partially deployed in the sheath. The sheath and stent were removed as a single unit and another supera stent was successfully used in replacement. There was no adverse patient effect and there was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment difficulty and difficulty removing was unable to be confirmed as the stent was returned fully deployed. Additionally, a tip detachment was observed on the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that inadequate distance between the introducer sheath and stent during deployment caused the stent to partially deploy within the sheath; however, this could not be confirmed. Additionally, when attempting to pull the delivery system back into the sheath, resistance was encountered, and the tip separated due to the reduced clearance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.